Manufacturer narrative:
Previous infections are reported under MFR # 2916596-2019-04954 and MFR # 2916596-2019-04952. Manufacturer's investigation conclusion: a correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient expired on (B)(6) 2019 due chronic driveline infection (candida and pseudomonas aeruginosa). The patient was on suppressive antibiotics since 2012 and was not amenable to surgical correction and no further options. No additional information was provided.